Manufacturer narrative:
Pt age: unk. Pt weight: unk. Date of event: unk. Expiration date - unk. Implant date: unk. Explant date: unk. (B)(4). Device evaluated by manufacturer? No. Lenses not returned. (B)(4).

Event description:
Received information from an article on phakic iols - a surgeon reported he has been seeing late cases of cataract, pigment dispersion, secondary glaucoma and endothelial cell loss with the visian lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - the article, published on june 2014, reported that one surgeon was seeing late cases of cataract, pigment dispersion, secondary glaucoma and unexpected endothelial cell loss following visian implantation. Additional details have been requested but not received yet. Based on the limited information it is very difficult to determine the device causality since there are many patient or procedure related factors that could cause/contribute to reported adverse events. It should be noted that none of them presents a new risk that was not described either in the dfu or in the literature. The number of cases was not provided by a surgeon and therefore, the conclusion cannot be drawn if FDA grid (%) was exceeded requiring further actions. The reassessment will be performed upon new information is obtained. Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).